Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pain"), device breakage ("one of the essure implants broke when they were implanting it") and gallbladder non-functioning ("gallbladder issues / gallbladder non-functioning") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gallbladder non-functioning) in (B)(6) 2011, multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2005.) And recurrent abortion. Previously administered products included for an unreported indication: birth control pill from 2007 to 2008 and depo-provera from 2005 to 2007. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and abdominal pain ("abdominal pain / severe and persistent abdominal pain (constant excruciating pain)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/pain that goes all the way to her ribs"), respiratory disorder ("respiratory problems"), menstrual disorder ("hard periods"), malaise ("sickness") and sciatica ("sciatic nerve pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), gallbladder non-functioning (seriousness criterion medically significant) with abdominal pain, complication of device insertion ("one of the essure implants broke when they were implanting it and they had to use a different one"), investigation noncompliance ("no post procedure hsg was done"), nausea ("nausea"), vomiting ("vomiting"), headache ("headaches"), pain in extremity ("severe and persistent, constant leg pain"), hypoaesthesia ("leg numbness"), weight increased ("uncontrolled weight gain"), endometriosis ("endometriosis"), uterine leiomyoma ("fibroids / uterus 9 mm thick") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with medroxyprogesterone (depo provera), surgery (total hysterectomy) and surgery (emergency gallbladder removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, gallbladder non-functioning, vaginal haemorrhage, complication of device insertion, investigation noncompliance, respiratory disorder, menstrual disorder, malaise, headache, weight increased, endometriosis, uterine leiomyoma and mental disorder outcome was unknown, the back pain, sciatica, pain in extremity and hypoaesthesia had not resolved and the abdominal pain, nausea and vomiting was resolving. The reporter considered complication of device insertion, device breakage, endometriosis, gallbladder non-functioning, headache, hypoaesthesia, malaise, mental disorder, nausea, pain in extremity, pelvic pain, sciatica, uterine leiomyoma, vomiting and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain, back pain, investigation noncompliance, menstrual disorder, respiratory disorder and vaginal haemorrhage with essure. The reporter commented: she did not sought medical treatment for headaches, uncontrolled weight gain, and sciatic nerve pain. She did not advised any complications from your essure removal procedure. Diagnostic results: 2009: pelvic exam was normal. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : events sickness , nausea,vomiting,gallbladder issues / gallbladder non-functioning, sciatic nerve pain, leg pain, numbness), uncontrolled weight gain, device breakage endometriosis, fibroids / uterus 9 mm thick, mental disorder are added. Concomitant drug and condition added. Historical drug and condition added. Lab data updated. Patient and reporter information updated. Essure insertion date changed from feb 2007 to feb 2009. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure implants broke when they were implanting it"), pelvic pain ("pelvic pain / severe and persistent pain") and gallbladder hypofunction ("gallbladder issues / gallbladder non-functioning") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gallbladder non-functioning) in (B)(6) 2011, multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2005.) And recurrent abortion. Previously administered products included for an unreported indication: birth control pill from 2007 to 2008 and depo-provera from 2005 to 2007. Concomitant products included escitalopram oxalate (lexapro) and omeprazole (prilosec). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and abdominal pain ("abdominal pain / severe and persistent abdominal pain (constant excruciating pain)"). In (B)(6) 2009, the patient experienced nausea ("nausea"), vomiting ("vomiting") and weight increased ("uncontrolled weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant) with abdominal pain, back pain ("back pain/pain that goes all the way to her ribs"), respiratory disorder ("respiratory problems"), menstrual disorder ("hard periods"), malaise ("sickness") and sciatica ("sciatic nerve pain"). In 2013, the patient experienced uterine leiomyoma ("fibroids / uterus 9mm thick"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("one of the essure implants broke when they were implanting it and they had to use a different one"), investigation noncompliance ("no post procedure hsg was done"), headache ("headaches"), pain in extremity ("severe and persistent, constant leg pain"), hypoaesthesia ("leg numbness"), endometriosis ("endometriosis") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with medroxyprogesterone (depo provera), surgery (total hysterectomy), surgery (total hysterectomy) and surgery (emergency gallbladder removal). Essure was removed in march 2013. At the time of the report, the device breakage, pelvic pain, gallbladder hypofunction, vaginal haemorrhage, complication of device insertion, investigation noncompliance, respiratory disorder, menstrual disorder, malaise, headache, weight increased, endometriosis, uterine leiomyoma and mental disorder outcome was unknown, the back pain, sciatica, pain in extremity and hypoaesthesia had not resolved and the abdominal pain, nausea and vomiting was resolving. The reporter provided no causality assessment for abdominal pain, back pain, investigation noncompliance, menstrual disorder, respiratory disorder and vaginal haemorrhage with essure. The reporter considered complication of device insertion, device breakage, endometriosis, gallbladder hypofunction, headache, hypoaesthesia, malaise, mental disorder, nausea, pain in extremity, pelvic pain, sciatica, uterine leiomyoma, vomiting and weight increased to be related to essure. The reporter commented: she did not not sought medical treatment for headaches, uncontrolled weight gain, and sciatic nerve pain. She did not advised any complications from your essure removal procedure. Diagnostic results: 2009: pelvic exam was normal. Current weight: 220 lbs. Approximate weight at the time of essure placement: 180 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication events abdominal pain, nausea, and vomiting had decreased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure implants broke when they were implanting it"), pelvic pain ("pelvic pain / severe and persistent pain") and gallbladder hypofunction ("gallbladder issues / gallbladder non-functioning") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gallbladder non-functioning) in (B)(6) 2011, multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2005.) And recurrent abortion. Previously administered products included for an unreported indication: birth control pill from 2007 to 2008 and depo-provera from 2005 to 2007. Concomitant products included escitalopram oxalate (lexapro) and omeprazole (prilosec). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and abdominal pain ("abdominal pain / severe and persistent abdominal pain (constant excruciating pain)"). In (B)(6) 2009, the patient experienced nausea ("nausea"), vomiting ("vomiting") and weight increased ("uncontrolled weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gallbladder hypofunction (seriousness criterion medically significant) with abdominal pain, back pain ("back pain/pain that goes all the way to her ribs"), respiratory disorder ("respiratory problems"), menstrual disorder ("hard periods"), malaise ("sickness") and sciatica ("sciatic nerve pain"). In 2013, the patient experienced uterine leiomyoma ("fibroids / uterus 9mm thick"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("one of the essure implants broke when they were implanting it and they had to use a different one"), investigation noncompliance ("no post procedure hsg was done"), headache ("headaches"), pain in extremity ("severe and persistent, constant leg pain"), hypoaesthesia ("leg numbness"), endometriosis ("endometriosis") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with medroxyprogesterone (depo provera), surgery (total hysterectomy) and surgery (emergency gallbladder removal). Essure was removed in (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, gallbladder hypofunction, vaginal haemorrhage, complication of device insertion, investigation noncompliance, respiratory disorder, menstrual disorder, malaise, headache, weight increased, endometriosis, uterine leiomyoma and mental disorder outcome was unknown, the back pain, sciatica, pain in extremity and hypoaesthesia had not resolved and the abdominal pain, nausea and vomiting was resolving. The reporter provided no causality assessment for abdominal pain, back pain, investigation noncompliance, menstrual disorder, respiratory disorder and vaginal haemorrhage with essure. The reporter considered complication of device insertion, device breakage, endometriosis, gallbladder hypofunction, headache, hypoaesthesia, malaise, mental disorder, nausea, pain in extremity, pelvic pain, sciatica, uterine leiomyoma, vomiting and weight increased to be related to essure. The reporter commented: she did not sought medical treatment for headaches, uncontrolled weight gain, and sciatic nerve pain. She did not advised any complications from your essure removal procedure. Diagnostic results: 2009: pelvic exam was normal. Current weight: 220 lbs. Approximate weight at the time of essure placement: 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.